Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 417 mg/dl. During troubleshooting, insulin exited with manual prime. Customer was advised the device was working as designed. Customer was advised to change the complete set. Customer will not be returning the reservoir for analysis.